Event description:
During the reported implant attempt, difficulties were encountered when operating the fixation mechanism of the device. This occurred during its repositioning.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusions: abnormal function of the screw mechanism was confirmed during the laboratory investigation: a blocking episode was observed, but it could not be recreated after removal. Fourteen turns with the butterfly device are necessary to retract the screw, instead of ten turns as specified; this was determined to be caused by the fractured carbon electrode. This fracture is likely to have been caused by an impact of the lead tip onto a hard surface. The investigation confirms that the fracture occurred after final inspection.